Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 1 month. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the follow-up with the health-care provider, it was learned that the reason for the explant was due to endocarditis. The health-care provider also mentioned that the reason for explant was not related to any device malfunction or quality deficiency. Per the op report, the patient was presented with recurrent renewed infection in spite of antibiotics with vegetation on the mitral valve and the pseudoaneurysm of the lv outflow tract below the homograft. There were vegetations around the entire circumference of the old prosthesis. The prosthesis was removed. More radical debridement of the posterior leaflet was performed. A patch was used to reconstruct the posterior annulus, and the new bioprosthesis was implanted. The patient was weaned from cardiopulmonary bypass without difficulty. The patient was taken to the ICU in stable, but critical condition. Unfortunately, the sample device was not returned, therefore, the source of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the op report, the patient had continued renewed sepsis and infection of the mitral valve. Additionally, the health-care provider noted that the explant was not related to any device malfunction. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information. Corrected data: lot number, expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned, therefore, the sample device cannot be assessed for any deficiency. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or the sample device is received. No further actions are possible with the available information.